Event description:
It was reported to philips that the heartstart mrx had a poor ECG tracing. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.